Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), that there was a lead impedance out of range alert, and that the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant products: d284trk implantable cardioverter defibrillator (B)(6) 2013. (B)(4)

Event description:
It was reported that the patient was symptomatic and was brought to the hospital. During interrogation it was found the patient¿s rhythm was going 2:1 block without any pacing and subsequently the patient went into asystole with more than a four second pacing pause. It was suspected the rv lead had oversensing. It was noted that the rv lead impedances and threshold were normal and that no oversensing could be seen with device or arm movement. The device was explanted and replaced. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.